Event description:
It was reported that the battery of the insertable cardiac monitor (icm) was suspected to be depleting prematurely. Device was explanted and replaced successfully. No adverse patient effects were reported.